Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 2 (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the power conversion board. The imaging system then passed the system checkout and was found to be fully functional. The power conversion board was returned to the manufacturer for analysis. Analysis found the power conversion board failed a bench test. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during a work order by a medtronic representative, it was noticed that the power conversion board was not working consistently. There was no patient present at the time of the event.